Manufacturer narrative:
Concomitant products 4524-45 lead implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.